Event description:
Device malfunction: device #3 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training attempted arteriotomy closure of a femoral artery using a proglide device after an interventional procedure. Reportedly, the suture broke when tightening the knot. A second and third device was used with the same results. Hemostasis was achieved using manual compression. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Device #1: proglide lot #72053-6h indicated is being filed under medwatch MFR #2953144-2009-00200. Device #2: proglide lot #72053-6h indicated is being filed under medwatch MFR #2953144-2009-00201.